Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. The procedure was performed under local anesthesia. During preparation, the physician pulled back on the syringe to determine if the kit was clogged. A foreign looking substance was observed in the accelerator syringe. The procedure was completed with another spaceoar device. There were no patient complications reported as a result of this event.